Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, beginning (B)(6) 2015, (B)(4)sic; no episodes available to verify lead noise oversensing and inappropriate shocks. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead exhibited very high short interval counts (sic), noise of repetitive kind seen along with low rwaves when sensitivity adjustments in bipolar mode. Reprogramming to rv lead sensitivity was recommended, and the lead remains in use. Patient to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).